Event description:
Follow up information received from the patient reiterated the issue regarding the car accident they had on june 14 and their device stopped working. They contacted the manufacturer who advised them to have a surgical consult. A new device was then implanted and it was working perfectly. The patient stated that ¿not proven but timing indicates failure due to injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3093-28, lot# va0swsa, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they were in an automobile accident with their first ins and it caused the therapy to stop working. The patient believed the wires got torn because they jolted the patient around during this time. They spoke with the manufacturer and then visited a surgeonwho advised surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said therapy helped them with their bowel symptoms until they got into a car accident; now it does not work at all. They added that they have "pasty gooey stuff" several times a day. The caller added that they haven't called their healthcare provider (hcp), but has increased stimulation double to the point that it hurts. They noted that they still feel stimulation going and they have not turned it back down; they just close their legs. As a result of what was reported, the patient was redirected to their hcp to discuss the symptoms and have the device checked. No further patient complications have been reported asa result of this event.